Event description:
The time of event is unknown. There was no report of patient harm. Video image failure(cloudy ).

Manufacturer narrative:
We checked the returned unit and confirmed that the cmos-m with drive pcb cloudy (not clear view). Based on the result, we concluded that it was caused due to the moisture condensation in the cmos-m with drive pcb. In addition, we confirmed that the remote control buttons cracked, the objective lens unit cracked, the bending rubber leak, the bending rubber cut, and the suction channel kink; however, they are not the main cause, and/or irrelevant to the alleged complaint. Based on the technical report "hr-rpt-0586(image failure)" and/or the risk analysis results, it was evaluated to submit MDR.